Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2020-01343.

Event description:
The customer contacted physio-control to report that the device power shuts off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device power shuts off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.